Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low rectal cancer procedure, the surgeon used the device to staple the rectum and found that the distal part was not closed after the firing. The surgeon had to cut the anus, used hand sewing to complete the procedure and made the fistula for the patient. The patient has not been discharged yet. The patient lost anus. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.